Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this 26 millimeter (mm) transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was not performed. By computed tomography (CT) scan, the patient¿s annulus was sized for a 26 mm valve. The procedure was performed with a medtronic (confida) guidewire. During deployment, the valve dislodged ventricular. Prior to valve dislodgement, the valve was placed at ¿ 4 millimeter (mm) on the non-coronary cusp (ncc) and -6 mm on the left coronary cusp (lcc). After valve dislodgement, the valve depth was -14 mm on the ncc and ¿ 16 mm on the lcc. It was noted that the deployment starting point was at the bottom of the pigtail catheter. The valve was recaptured 3 times. The physician felt the valve was undersized. It was decided to upsize to a 29 mm valve. The system was withdrawn from the patient. A new, 29 mm valve was loaded on a new delivery catheter system (dcs). The valve was implanted in the patient with good results. Additionally, it was reported that the patients anatomy did not contribute to the dislodge or the sizing issue. The patient left the operating room (or) with no issue s. No adverse patient effects were reported.